Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the complaint rt105 breathing circuit was tested using a multimeter. Results: the electrical resistance testing showed that the inspiratory limb heater wire is open circuit. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. The open circuit generated an alarm on the humidifier which alerted the user of a fault. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that following pt transfer between hospital wards, an rt105 adult inspiratory-heated breathing circuit generated a heater wire alarm on the humidifier. No pt consequence was reported.